Manufacturer narrative:
As reported, chunk of vinyl (like a chunk of cellophane tape) was noted in the sterile package of capsure fixation device. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirmed that a "foreign" material was present in the blister tray that was opened for use. Based on sample and manufacturing process evaluation performed, a definitive cause cannot be determined. Per the evaluation conducted, the foreign matter found inside the device tray is not identified as part of the components or material used during manufacturing of the device. How or when the material presented cannot be determined. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, while opening the sterile package of capsure fixation device a chunk of vinyl (like a chunk of cellophane tape) was observed. The product box was confirmed to be fully sealed with no visible damage to the inner or outer packaging. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, chunk of vinyl (like a chunk of cellophane tape) was noted in the sterile package of capsure fixation device. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, while opening the sterile package of capsure fixation device a chunk of vinyl (like a chunk of cellophane tape) was observed. The product box was confirmed to be fully sealed with no visible damage to the inner or outer packaging. Another device was used to complete the procedure. There was no reported patient injury.